Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding') and pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included levonorgestrel (mirena). In (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In 2016, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea") and back disorder ("neurological conditions or problems; back"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced depression ("psychological or psychiatric problems: depression") and mania ("mania"). In 2017, the patient was found to have weight increased ("weight gain"). In (B)(6) 2018, the patient experienced ovarian cyst ("cyst on ovaries"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), feeling abnormal ("neurological conditions or problems; brain fog"), nervous system disorder ("neurological conditions or problems: neck"), back pain ("back pain"), musculoskeletal pain ("shoulder pain") and arthralgia ("hip pain / knees pain") and was found to have uterine leiomyoma ("fibroids ( laser)"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and endometrial ablation). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, pelvic pain, female sexual dysfunction, depression, mania, bladder disorder, urinary tract disorder, migraine, headache, nausea, feeling abnormal, dysmenorrhoea, uterine leiomyoma, dyspareunia, fatigue, back disorder, nervous system disorder, ovarian cyst, musculoskeletal pain and arthralgia outcome was unknown and the back pain was resolving. The reporter considered arthralgia, back disorder, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, headache, mania, migraine, musculoskeletal pain, nausea, nervous system disorder, ovarian cyst, pelvic pain, urinary tract disorder, uterine leiomyoma and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-may-2019: pfs received. Lab data added. Concomitant medication added. Events ; heavy bleeding, apareunia (inability to have sexual intercourse), psychological or psychiatric problems: depression, mania, bladder or urinary problems or changes, migraines, headaches, nausea, neurological conditions or problems; brain fog, dysmenorrhea (cramping), fibroids ( laser), dyspareunia (painful sexual intercourse), fatigue, weight gain, neurological conditions or problems; back and neck, cyst on ovaries, back pain, shoulder pain, hip pain / knees pain were added. On (B)(6) 2019: coding correction done. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.